Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6., d.7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, seroma.

Event description:
Healthcare provider reported "signs suggestive of bilateral intracapsular rupture" and "periprosthetic laminar fluid is observed" for an unknown side. Device remains implanted.